Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the white endowrist 30 curved-tip reload accessory to perform failure analysis (fa) and confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the proximal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Visual inspection found no damage to any of the reload components. Isi did receive the endowrist 30 curved-tip stapler instrument to perform fa and was able to confirm, but not replicate the customer reported complaint. The instrument was found to have 1 firing failure(s) based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test sheet using an in-house white reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The advance stapler log review showed the endowrist 30 curved-tip stapler instrument was installed on the system 4 times and fired 1 white reload. On installs 1 and 3, the system failed to detect that a reload was installed in the stapler. The logs show 2 instances of an error code, representing the reload recognition failures. On installs 2 and 4, the white reload color was manually selected via the guided user interface on the surgeon side console touchpad. On install 2, no clamping or firing was performed. On install 4, the first two clamps were successful, but were followed by a firing failure. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors pertaining to the use of this stapler in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the procedure was converted to open after a staple failure occurred, and the exposed blade cut the pulmonary artery (pa). An endowrist 30 curved-tip stapler instrument with a white reload accessory was installed on universal surgical manipulator (usm) 4 and positioned across the branch of the right pa. The firing was initiated but then a failure occurred and a ¿stapler failure¿ message was observed. The blade was left exposed and cut the pa causing significant bleeding; and the procedure was converted to a thoracotomy, right lower lobectomy. The estimated blood loss was 1000mls, requiring the patient to receive 3 units of red blood cells and 300mls of blood from the cell saver. The bleeding was resolved by holding pressure on pa using the prograsp forceps instrument, while the conversion was being performed. Once pressure on the pa was achieved using surgical handheld instruments, the patient side cart was fully undocked and backed away from the table. The procedure was completed, and the patient was admitted to a unit. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.